Manufacturer narrative:
(B)(4) initial report additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, the explanted device, patient medical history and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip revision after 13 days due to a fracture at the neck of the stem.

Manufacturer narrative:
Per -559 final report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, the explanted device, patient medical history and a detailed patient outcome was requested in order to progress with this investigation, however, not all was provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. This device conformed to material and dimensional specification at the time of manufacture. X-rays and the explanted devices were provided and reviewed at corin. Following this review it has been concluded that the fracture started mid neck and propagated superior to inferior. The fracture is likely to have occurred as a result of impingement on the rim of the acetabular cup as signs of impingement were observed on the rim of the cup and the neck of stem. The x-rays also indicate that the cup may have been misaligned as the cup orientation was quite low. Based on the investigation, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Minihip revision after approximately 6 years and 6 months due to a fracture at the neck of the stem. Please note: the initial report for this case states that the implantation date was (B)(6) 2017. It has been confirmed that this information is incorrect. The exact date of primary surgery is unknown but the year has been confirmed as 2011.